Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had signs of skin erosions near the left hemisphere burr hole cover. As a result, surgical intervention took place wherein the physician reopened the wound explanted only the cap from the old burr hole cover and replaced it. Physician also did a washout of the area and reclosed the wound to address the issue.